Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call, she was having issues with the insulin pump. The batteries inserted into the device have been lasting only a week. She didn't recall her blood glucose level. The customer declined further troubleshooting. The device had also alarmed failed battery test and she declined troubleshooting. Damage was noted on the device, it was cracked about half an inch long going to the back of the device. The customer was advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced. Customer might return the device for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with normal operating currents and passed the self test, a21 error test and passed off no power test. No unexpected failed battery test noted, no unexpected low battery alert noted and no unexpected blank display noted. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.